Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of a ventral hernia. A ventralex hernia patch was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove it. It is alleged the patient was injured severely and permanently. It is further alleged that as a direct and proximate result, the ventralex hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits and subsequent procedures. Addendum per additional information provided: attorney alleges that the patient had hernia recurrence, bowel obstruction, bowel perforation, adhesions, mesh migration, mesh shrinkage, pain and emotional injuries. Addendum per medical records: (B)(6) 2014 - patient presented with persistent epigastric pain, was scheduled for exploratory laparotomy with possible laparoscopic diagnostic laparoscopy with lysis of adhesions and resection of small bowel. Per operative notes: multiple adhesions were taken down. ¿we then carefully located the area of the multiple hernias and the area where the small bowel was incarcerated and then slowly and carefully reduced the small bowel. There were three hernia defects in total, varying size from about 1 x 1 cm to 3 x 3 cm and a 4 x 3 cm... Just prior to closing our defects, we then placed a ventralex hernia mesh, 8 cm diameter, through the incision and into the abdominal cavity. Then we proceeded to completely close our hernia defects¿ using a protack (non-bard device) we then tacked our patch (ventralex mesh) to the anterior abdominal wall overlying the area of the hernia defects.¿ (B)(6) 2014 - patient had right lower quadrant pain, early infection in incision and patient was started on keflex. (B)(6) 2014 - CT abdomen/pelvis showed 2 abscesses (3x3cm & 5x2cm) at the incision site. Cultures were positive for enterobacter. (B)(6) 2014, (B)(6) 2015, (B)(6) 2015, (B)(6) 2015, (B)(6) 2015 - patient presented with abdominal pain on hospital visits. (B)(6) 2015 - patient underwent laparoscopy converted to laparotomy procedure for recurrent incisional hernia repair, bowel resection and mesh removal. Per operative notes: many adhesions were noted immediately upon entry and were taken down. ¿we looked up at where the hernia was, and there was a lot of small bowel stuck up to the hernia defect. We tried to pull some of it down, but it was not pulling. It was very tightly adhered. We tried to use some scissors to cut some of it. ¿ it was noted that ¿the mesh had been folded back on itself creating a u-shape, like a taco exposing the polypropylene side that the small bowel was severely stuck to. There was a lot of small holes and mostly serosal tears of the small bowel. There was no actual spillage of small bowel contents.¿ an 8¿¿ section of adhered small bowel was removed. ¿we then removed the mesh in its entirety because it was a big wad by now, folded up and problematic. Once the mesh was removed, we had several little small hernia defects, which were combined together so we had one midline incision. The midline incision was then closed with a running #0 pds double stranded and just primarily closed up, knowing that a recurrent hernia is very possible.¿ (B)(6) 2015, (B)(6) 2016 - patient had complaints of post-op ileus, small bowel obstruction and epigastric pain.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. The information provided indicated the patient underwent additional surgery to "repair the hernia defect and remove it." At this time it is unclear what is being referred to by the word "it". . It is alleged the patient experienced hernia recurrence, recurrence is listed as a known possible adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made review of medical records provided finds a patient who was diagnosed with a ventral hernia with obstruction and underwent repair with the implant of a ventralex mesh. During this procedure, prior to implant the take down of multiple adhesions in the area of the midline and along the anterior abdominal wall was performed. The patient was diagnosed with postoperative complications including adhesions, infection and hernia recurrence and underwent mesh explant about one year post implant. Adhesions, infection and hernia recurrence are known inherent risks of surgery/use of the device. The adverse reactions section of the instructions-for-use (IFU), supplied with the device lists adhesions, infection and hernia recurrence as possible complications regarding infection the warnings section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the device". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. The information provided indicated the patient underwent additional surgery to "repair the hernia defect and remove it." At this time it is unclear what is being referred to by the word "it". . It is alleged the patient experienced hernia recurrence, recurrence is listed as a known possible adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for repair of a venral hernia. A ventralex hernia patch was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove it. It is alleged the patient was injured severely and permanently. It is further alleged that as a direct and proximate result, the ventralex hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits and subsequent procedures.